Manufacturer narrative:
(B)(4).investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the functional testing, the device was cycled and it fed and formed 10 conforming clips on test material. The clips hold on to the test material without any difficulties.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Note: the shaft can be rotated 360 degrees to facilitate visualization and accurate placement. Ensure that the clip is the correct size for the vessel or tubular structure being ligated. If the vessel or tubular structure is too large for the clip, remove the device and use an appropriately sized ligation device.the event described could not be confirmed as during functional testing, the device performed without any difficulties noted. Although two returned clips inside a plastic bag were found with no proper form, no conclusion could be reached as to the cause of the condition of the clips. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.additional information was requested and the following was obtained:how many clips were applied during the initial procedure (patient side, specimen side)? 2+1 =3was a two-stage firing process used to apply clips to duct? Yes.were any clips noticed to be malformed or unformed after firing during the initial procedure (as you reported in event description that clips didn¿t close correctly)?yes.what repair was performed at reoperation? Using a suture.was the clip (or were the clips) found to be strictly fallen-off at reoperation? Yes.what was the shape of the clips that were found to have fallen off at reoperation? Omega shaped.are clips that were found to have fallen off at reoperation being returned to ethicon for analysis along with the complaint device? Yes.

Event description:
It was reported that during the surgery the clips didn´t close correctly. Although the clip looked okay, a clip slipped off the cysticus after the operation and it was found after the operation that bile had leaked and was caught in the drainage. Next day the patient was operated again and is doing well now.